Event description:
Dizzy alot, faint due to pacesetter trilogy 2364l failure, microprocessor pacemaker failure with no out put, no sensing, no programmability (previously published product alert by FDA/pacesetter.